Event description:
Pt was started on a 7-day infusion of 5fu. Pt came to change the infusor when the nurse noticed that the infusor was 2/3 done. The nurse checked the line and it was working well. The co checked the infusor and it was dripping fine. The infusor was kept close to the body and the temp was fine. Co has no idea what went wrong.